Event description:
On 6/23/1998, a two and one half year old female pt with a feeding disorder had another manufacturer's percutaneous endoscopic gastrostomy (peg) tube traction removed in clinic. Hospital protocol states that initial placement peg devices remain in place for three months. After removal of the peg tube the physician inserted this manufacturer's skin level gastrostomy tube and the child returned home. Placement of the skin level device was not confirmed after insertion. On that same day, the mother attempted to feed the child through the tube and the feeding entered the peritoneal cavity. The child was immediately returned to the hospital. An abdominal x-ray with contrast media confirmed fluid in the peritoneal cavity. It was determined that the abdominal wall had separated from the stomach allowing the feeding to flow into the peritoneal cavity. The child underwent surgery to reattach the stomach wall to the abdomen. The child recuperated well and was discharged to home care. Hosp staff were not able to determine if the tract separated during traction removal of the peg feeding tube or during insertion of the manufacturer's skin level device.